Event description:
Narrative event description provided by husband of patient: on (B)(6) 2024 the patient drove backwards over a door threshold. The patient fell backwards with the back of the head directly onto the pavement. The patient suffered due to the fall a slight concussion. "How could this accident happen? The two anti tipper were inserted incorrectly or swapped right-left, and fitted vertically in the wrong direction even though there are 2 yellow stickers and clearly visible stickers with ¿r¿ or ¿l¿.

Manufacturer narrative:
This event occured in germany. Alber is filing this report as the device is also marketed and sold in the u.s. This is the first known case in which the anti-tippers were incorrectly fitted without taking into account the attached stickers and labels.